Event description:
The customer reported that their xhibit central station (xcs) had a connection to all the beds assigned to it. There was no patient or user harm associated with this event. The spacelabs healthcare technical support representative attempted to investigate the issue with the customer and found that the xcs was unable to connect to clinical access. A spacelabs healthcare field service engineer was paged to assist the customer with resolving the issue. The fse remotely assisted the customer with adding the missing beds back on to the xcs to resume monitoring. The cause of reported failure could not be determined.